Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)'), heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. 1012012 - not valid, 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke, anxiety and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), vulvovaginal pain ("vaginal pain"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), nausea ("nausea") and nervous system disorder ("nuero condit/ problem") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding, iron deficiency anaemia, genital haemorrhage, pelvic pain, abdominal pain, back pain, uterine pain, vulvovaginal pain, intermenstrual bleeding, vaginal haemorrhage, psychological trauma, bladder disorder, nausea, nervous system disorder, neoplasm malignant and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for - menorrhagia, metrorrhagia, anemia, gen. Abnormal bleed, psych injury and bladder problem. Discrepancy noted in essure insertion date - (B)(6) 2010. Tubes were fully occluded. Removal details, specify, (B)(6) 2021- as reported. Specimens: bilateral tubes and essure coils. Indications: female who desires essure removal for dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number (1012012 ) is not valid. Lot number: 678818, manufacturing date: 2009/10, expiration date: 2012/10. Most recent follow-up information incorporated above includes: on 10-nov-2021: mr received. Case become serious incident and medically confirmed. Essure removal details and reporter information was added. Event heavy menstrual bleeding marked as ms due to anemia associated with chronic blood loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)'), heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. 1012012-notvalid,678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke, anxiety and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), vulvovaginal pain ("vaginal pain"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), nausea ("nausea") and nervous system disorder ("nuero condit/problem") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding, neoplasm malignant, iron deficiency anaemia, genital haemorrhage, pelvic pain, abdominal pain, back pain, uterine pain, vulvovaginal pain, intermenstrual bleeding, vaginal haemorrhage, psychological trauma, bladder disorder, nausea, nervous system disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient received treatment for- menorrhagia, metrorrhagia, anemia, gen. Abnormal bleed, psych injury and bladder problem. Discrepancy noted in essure insertion date - (B)(6) 2010 and (B)(6) 2010. Tubes were fully occluded. Removal details, specify (B)(6) 2021-as reported specimens: bilateral tubes and essure coils indications: female who desires essure removal for dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number (1012012 ) is not valid lot number:678818 manufacturing date:2009/10 expiration date:2012/10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.